Event description:
Initial reporter indicated to a manufacturing consultant during an implant surgery that their programming wand was having difficulty establishing communication with the generator when it is inside the pt's generator pocket. When the generator is outside the pocket everything worked fine, but as soon as they put the generator in the pocket, they cannot establish communication. Another programming system was used and communication was successful. The programming wand and handheld computer were returned for analysis. The handheld met specifications. The programming wand positive battery cable was loose, which caused intermittent power to the device; thereby, causing the device to function intermittently. Dimensional analysis of the positive battery snap connector verified that it was out of specification (sprung). After power was properly secured from the battery connectors, the programming wand was electrically tested and was found to be operating within specification.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.